Event description:
It was reported the patient ¿suddenly¿ felt ¿very sick¿ two hours post operatively after receiving a replacement pump. The physician stopped the pump and it was reported that afterwards the patent had ¿withdrawal syndrome.¿ it was said the device was reprogrammed. The outcome was indicated as ¿overdose symptoms¿. The symptoms and complications were indicated as both ¿overdose symptoms¿ and ¿underdose symptoms.¿ the patient's outcome was said to be "doing well". The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).